Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing on the right ventricular (rv) lead. Programming changes were made to resolve the issue. No patient symptoms were reported.